Manufacturer narrative:
Device evaluated by MFR: investigation completed. The device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the drive shaft broke. A 1.50mm rotalink¿ burr was selected for use. During preparation, it was noted that the drive shaft was broken. The procedure was not completed as same device was not available. No patient complications reported.